Event description:
During a medial unicompartmental arthroplasty oxford on left knee, the tip of a small nerve hook broke off within the medial gutter. The surgeon was unable to find it. Pt returned for removal of the foreign body in 2008.